Event description:
It was reported that during a da vinci-assisted surgical procedure, led light on the e-100 generator would turn off when the vessel seal extend (vse) instrument was connected. The customer plugged in the vse instrument into the erbe generator and had no issues. Tse uploaded and reviewed error logs and noted no e-100 errors. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: site was saying there was an intermittent connection. When field service engineer (fse) was onsite, they confirmed that the issue was not against the erbe, but with the e-100. The fse tested the e-100 and there was nothing wrong with the connections. Fse was unable to replicate the reported issue. The fse replaced the e-100 generator as a precaution since this was the second visit. The procedure was completed robotically using the erbe generator. There was no harm or injury to the patient. The patient demographic information was unable to be obtained.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced e-100 generator as a precaution. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. This unit was installed into the test system, and it failed. The power button had a white light, and the bipolar led had no light. The unit was unable to cut or seal. The complaint was confirmed based on failure analysis.